Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump started with a call service 088 alarm and the patient restarted the pump. After this the pump started to pulsate continually. Customer support has made several attempts to contact the reporter in follow up to clarify if the pulsating was the pump vibrating due to the alarm not being cleared. The reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: the pump was powered on with a functional audio and vibratory alarms. The original complaint about an audio tone/vibration issue was not duplicated during the investigation. The pump¿s cover was removed and no intermittent condition was found to the vibration circuit.